Event description:
International customer reported that a patient was returned to surgery one week following a ventricular septal defect repair for an unknown reason. The operating surgeon reports that the initial sutures were loose or untied. Additional information has been requested, but not yet received.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: bce670, mgf: 03/01/2009, exp: 01/31/2014. Lot: bdb671, mfg: 04/01/2008, exp: 01/31/2014. Lot: bde175, mfg: 04/01/2008, exp: 01/31/2014. Lot: bdp730, mfg: 04/01/2008, exp: 01/31/2014. Lot: ale457, mfg: 10/01/2008, exp: 07/31/2013. Lot: beb946, mfg: 05/01/2009, exp: 01/31/2014. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.